Event description:
During procedure, the saw blade broke at area of attachment to drill. Saw blade was removed from drill and handed off sterile field. Small piece of blade that broke off was found away from patient. No harm to patient. Blade was replaced and procedure proceeded without further issues. Blade was reported and sent to stryker for evaluation.